Event description:
Physician reported capsular contracture baker grade IV. This related to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs a broken device has red biological tissue, it is not identified by the explanted side. Also in the plastic bag you can see two devices without identifying the side or lot number. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture baker grade IV. This related to the left side. Device has been explanted.